Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood sugar of 410 mg/dl. The customer called in via phone and reported that they couldn't get the battery cap off of the insulin pump. The insulin pump is returning.

Manufacturer narrative:
The correct information has been provided with this report.